Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The customer's father reported that the blood glucose device gave lower than expected readings during a hyperglycemic event. On (B)(6) 2021 at 8:00 pm the customer the patient was not feeling well and experienced a stomachache and dizziness, the customer was having trouble eating, and after eating the customer vomited. The customer tested their blood glucose and received a result of 75 mg/dl. At 1:00 am the patient drank some juice and received a blood glucose result of 99 mg/dl. At 4:00 am the customer vomited again and went into a coma. The customer was taken to the diabetes center at 5:30 am and she received a blood glucose result of hi mg/dl on the professional meter. At 6:00 am a lab test was performed and the customer's blood glucose result was 500 mg/dl. The customer's acetone was also very high and they were admitted into the intensive care unit. The hospital treated the customer with apidra insulin and lantus. At the time of the report the customer was still hospitalized, the father reported she may be discharged on (B)(6) 2021 or (B)(6) 2021, he wasn't sure.